Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of blank display and cracked battery cap from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that the battery cap is corroded. The customer tried new batteries and there is a blank screen. The customer stated that the pump has not been bumped or dropped. The customer stated that the pump has not been exposed to moisture. The customer stated that the battery in the pump is aaa alkaline battery. The customer was advised to revert to a backup plan until the replacement battery cap arrives.